Event description:
It was reported that during setup prior to a surgical procedure at the user facility that the device was overheating. The procedure was completed successfully. No clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during setup prior to a surgical procedure at the user facility that the device was overheating. The procedure was completed successfully. No clinically significant delay, no medical intervention and no adverse consequences were reported with this event.